Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. Customer phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer reported the generation of erroneously high sodium and potassium results for 12 patient samples on their au5800 chemistry analyzer. The erroneous patient results were not reported outside the laboratory. There was no change to treatment, injury, or death associated with this event. The customer stated the qc recovery was within specifications prior and after the event.